Event description:
The customer reported that while in use of a pt, the unit generated a "rapid gas loss" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep found 16 "rapid gas loss" alarm occurrences in the error logs over a three day period. There were no autofill failures and he could not duplicate the problem. The company rep performed functional and leak tests and the iabp met factory specs. He returned the iabp to the customer. (B)(4).